Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before this issue. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller that the malfunction code was not resettable and arranged for a replacement pump with updated software to be sent. The customer was instructed to put the current pump into storage mode and return it to tandem using a pre-paid label. Despite the pump issue, the caller was pleased it allowed temporary resetting as it coincided with their birthday. Upon receiving the replacement, no backup insulin therapy was available, but the customer planned to consult their healthcare provider if necessary.